Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the proximal left anterior descending (lad) artery and circumflex (cx) artery. The target lesion was noted to have 70% stenosis and also luminal irregularities. The device was inspected with no issues identified. Negative prep was also performed with no issues. The lesion was pre-dilated. It was reported that during stent delivery to the lesion, stent dislodgement occurred. The resolute onyx was not deployed and was dislodged while the wire prolapsed into the lad. An attempt to wire through the undeployed stent was carried out, however this failed. The physician then wired past the stent into the lad and then pre-dilated over it using a non-mdt balloon. Further pre-dilation was then carried out using a nc sprinter balloon along the length of the undeployed stent at 20-25 atm. The stent was bailed out using a resolute integrity drug eluting stent positioned extending the margins of the dislodged stent and deployed at 20 atm. No evidence or dissection or perforation was evident.

Manufacturer narrative:
The lesion was mildly calcified with a 90 degree take off of lcx ostium from the lm. There were no difficulties experienced when removing the protective sheath. Stent was inspected post removal of the sheath. Resistance was noted when advancing the stent to the lesion but not too much excessive force was used. The device passed through de novo stenting of the native lcx artery. There was resistance when advancing the stent to the lesion but not too much excessive force was used. The inflation device remained on neutral pressure during delivery of the stent. Clarification from initial MDR - adverse event and product problem as intervention was used. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review: review of the procedural images confirm the presence of a lesion in the mildly calcified and tortuous vessel. Pre-dilation is performed and a stent is successfully deployed. There are no images capturing the attempted delivery and dislodgment of the resolute integrity stent; however, the dislodged stent is visible in the vessel. Further balloon and stent deployment are performed at the lesion site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.